Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the keypad was found to be peeling at the up arrow button. Evaluation revealed that the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive and difficult to press. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.